Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. It was also reported that the right atrial (ra) lead exhibited oversensing. The patient noted that the lead was reprogrammed. The ipg system was subsequently explanted to enable the patient to receive a magnetic resonance imaging (MRI) scan. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.